Event description:
It was reported that since the atrial lead was implanted fourteen years ago the lead has always had very low impedances and high thresholds. The lead remains in use will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found from the analysis of this data. It was also noted that per the carelink quick look report the lead impedance was around 266 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2012; 694358 implantable tachy lead - implanted: (B)(6) 1999. (B)(4).